Manufacturer narrative:
A compressor mini was reported alarming for low pressure. A service engineer found a broken piston plate that needed to be replaced. Instead of requesting repair, the customer purchased a new compressor mini. Due to lack of information, it is not possible to identify the underlying causes of the issue.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor generated alarms for low pressure. There was no patient harm. Manufacturer's ref #:(B)(4).